Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during the implant procedure on (B)(6) 2021, connectivity was checked and found to be good on all 16 electrodes however, when impedances were tested, electrodes 6, 7, 14 and 15 had the "avoid" indicator.  The leads were removed from the implanted neurostimulator (ins) and dried off, and then re-inserted into the ins.  Impedances were tested again, but were still the same.  After running the ins lightly and retesting impedances, electrodes 6 and 14 were normal, but 7 and 15 still had the "avoid" indicator.  In post-op, impedances were tested again and then showing to "avoid" electrodes 3, 6, 7, 9, 12 and 13.  The rep successfully programmed around those electrodes.  No symptoms reported.